Event description:
It was reported that this brady left bundle branch (lbb) lead exhibited an increase right ventricular (rv) threshold. This brady lbb lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this brady left bundle branch (lbb) lead exhibited an increase right ventricular (rv) threshold. This brady lbb lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the lead noted calcification of body fluids on the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.